Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 11/14/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the front of the jaws were not sealing during a laparoscopic hysterectomy. It is unknown if end tones were heard or not. There was no blood loss or injury to the patient.